Manufacturer narrative:
Integra has completed their internal investigation on (B)(6)2015. The investigation included: evaluation of actual device . Review of device history records. Review of complaints history. Product was not released for inspection nor was the lot number provided. The lot number could be 113769/147. The device history record for the unit(s) listed in this complaint under lot code/work order: 113769/147 on (B)(6) 2014. A total of 35 were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. A two year lookback in trackwise for this reported failure and or related to "could not hold the weight¿ for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. The device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.

Event description:
The horseshoe malfunctioned and one side could not hold weight. It looked like a piece from the horseshoe was missing. There was patient contact. Patient injury was unknown. There was delay in surgery. Additional information has been requested.